Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 263 mg/dl. For treatment, the patient was given insulin and a detoxifying medication. The patient was also suffering from depression and anxiety. The pod was worn between 4 and 24 hours on the arm. The pod was discarded and the patient was discharged after 5 days.